Manufacturer narrative:
Exact date unknown, event occurred approximately two weeks post-stent placement. The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Imdrf impact code f2306 captures the intervention of resuscitation. Imdrf impact code f1901 captures the additional surgery performed to remove the stent. Imdrf patient code e2311 captures the reportable event of discomfort. Imdrf patient code e2008 captures the reportable event of unretrieved device fragment. Imdrf patient code e1002 captures the reportable event of abdominal pain. Imdrf patient code e0726 captures the reportable event of hypoxia. Imdrf device code a0401 captures the reportable event of stent break. Imdrf device code a22 captures the reportable event of stent overgrowth. Imdrf device code a150207 captures the reportable event of stent difficult to remove.

Event description:
It was reported to boston scientific corporation that an esophageal-covered stent was implanted to treat a stomach hole from a gastric bypass surgery during a procedure performed on (B)(6) 2022. Approximately two weeks later, the patient felt something sticking on the left lower part of the abdominal area. In the physician's assessment, it was a discomfort of the stent. Reportedly, the sticking pain remained and kept getting worse. In (B)(6) 2022, the patient was scheduled for a leakage test and it was found that the stomach appeared to be healed. The physician then decided to remove the stent. Subsequently, during the surgery, it was noted that the stent was broken and the procedure was aborted as they were not prepared for the event. The patient was informed that the stent was broken which caused the sticking pain. The stent removal was rescheduled on (B)(6) 2022. On (B)(6) 2022, during the scheduled surgery, the stent was found in the proximal efferent limb. The patient became hypoxic and was resuscitated. The physician made another attempt to remove the stent, and the patient had to be resuscitated again. Consequently, the procedure was aborted. The physician rescheduled the procedure in december and the patient would have to be on life support to remove the stent. The physician explained that the broken portion of the stent was in the small intestine and overgrowth was noted around the stent. This part will be laser out and the rest of the broken stent will remain in the small intestine. The stent will be most likely removed by cutting out a part of the small intestine. In (B)(6) 2022, the patient went back for surgery under life support and the stent was successfully removed along with the broken portion of the stent. The patient was released and was given a certain diet. However, the patient reported that when eating or drinking, the patient felt sick approximately 30 minutes later. Additionally, the patient felt a lot of pressure in the abdomen which caused a lot of pain. The physician scheduled for testing and pockets of air were found in the patient's small bowel. Furthermore, the patient narrated the need to position himself in a fetal position until the pain eases. Patient also had problems with controlling pressure in his small bowel causing him to prepare extra clothing, wipes and towels. Additionally, gasses would come out with bad smell. Patient would also sweat and get very weak. Note: it was reported that a boston scientific esophageal stent was implanted to treat a stomach hole from gastric bypass surgery. However, bsc esophageal stent devices are not indicated to be used to treat a stomach hole from gastric bypass surgery.